Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 759mg/dl and was hospitalized with diabetic ketoacidosis. It was reported that the patient had symptoms of strong, fruity breath, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, rapid, deep breathing/shortness of breath/chest pain, abdominal pain/vomiting, extreme drowsiness. The patient was treated with IV fluids. Customer support reviewed the pump and the patient was using the advanced bolus features. The time/date were reviewed and only the date was incorrect. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a delivery accuracy test was successfully completed (see attached results). Pump found to be delivering accurately and within required range. Unable to duplicate the complaint. The battery compartment is cracked below the bumper grip. Battery cap was not returned, test cap used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.